Manufacturer narrative:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, recurrent deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, and other damages. The following additional information received per the patient profile form (ppf) indicated that the filter was unable to be retrieved however there have been no attempts to remove the filter. The patient reports to be suffering from emotional distress, mental anguish, anxiety and stress. According to the medical records, the patient had a history of recurrent dvt and had problems with bleeding while on coumadin. Originally, the patient tolerated the index procedure well and left recovery in stable condition. The product was not returned for analysis and the sterile lot number has not been provided. Therefore, neither a device analysis nor the device history record (DHR) review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Internal bleeding, blood clots and clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Additionally, as noted, the trapease is intended for permanent implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. .with the limited information provided and without the procedural films or post-implant films it is not possible to determine what factors may have contributed to the experiences encountered by the patient, retrieval difficulty, pain, and mental anguish. Due to the nature of the complaint, the reported pain and mental anguish experienced by the patient could not be confirmed and the exact cause could not be determined. There is nothing in the reported information to suggest that there is a design or manufacturing related issue; therefore, no corrective action will be taken. This report is a follow up report to MFR number 9616099-2016-00347 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, recurrent deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, and other damages. The following additional information received per the patient profile form (ppf) indicated that the filter was unable to be retrieved however there have been no attempts to remove the filter. The patient reports to be suffering from emotional distress, mental anguish, anxiety and stress. According to the medical records, the patient had a history of recurrent dvt and had problems with bleeding while on coumadin. Originally, the patient tolerated the index procedure well and left recovery in stable condition.